Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. A one-time pump replacement was provided, and the customer will continue to use current pump for insulin therapy.